Event description:
Information received by medtronic indicated that the customer reported rewound twice, self test was completed but there was discomfort in the operation of the piston. Stopped halfway. Troubleshooting was performed and found that there was plenty of insulin but the reservoir marked as red, the issues were not resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. ¿select patient information cannot be provided due to regional privacy regulations."" Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump was received with a missing battery cap contact. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor, sleep current test, active current test and self test. Successfully downloaded history files and traces using thump. The reservoir mark turned green when a test reservoir was inserted in the reservoir compartment when loaded. Found no pump alarmed motor motion alarm found in the pump history. No pump error 25 was not found during testing and pump history. The power management graph did not confirmed pump error 25 and power loss alarm did not triggered when the backup battery loaded voltage (loaded vlith). Pump was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly, motor or force sensor. Motor was tested outside of the device and passed the ngp system board test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and battery tube threads - cracked. Pump error 25, rewind anomaly, motor anomaly, prime/fill anomaly and low reservoir anomaly (the customer stated they have plenty of insulin, but the reservoir mark is red) were not confirmed. Pump passed the full drive testing. Missing battery cap contact was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.